Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below-knee superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. There were no complications reported and the patient status was good.